Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. Based on the lot cl16 provided for which the DHR resides at arlington heights facility, the nuevo laredo lot numbers for component (B)(4) were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint (B)(4)(snap-on flowmeter adaptor) batch (B)(4), during the manufacture of the material. Customer complaint cannot be confirmed, based only on the information provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code ((B)(4); adaptor , 040 hum,intl) available at the facility nor is it being manufactured at the time; however regarding other customer complaints from this same issue, a CAPA file (B)(4) was opened to perform a further investigation this issue. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the connector didn't fit the oxygen flowmeter prior to use.no patient injury reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the internal threads of the adaptor were damaged. Based on the visual exam, the reported complaint was confirmed. The root cause for the issue is the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
The customer alleges that the connector didn't fit the oxygen flowmeter prior to use. No patient injury reported.